Event description:
Customer reported an issue with the v series monitor vps module that may have impacted patient monitoring. This included the temporarily loss of patient data. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and the issue resulted from a loose cable connection between the v series external module, rack and the units. Checked all other cable connections and tested unit per factory specifications. Unit was returned to service.